Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular exhibited high capture threshold measurements due to loss of slack as patient had twiddler's syndrome. This loss of slack was confirmed using x-rays. The lead was finally revised and added slack, it remains in service. No additional adverse patient effects were reported.